Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2004. The physician implanted a taxus express2 drug eluting stent, unknown size, to an unknown lesion. In 2006, the patient experienced stent thrombosis. The thrombosis was treated with a 3.0 non bsc stent. No patient complications were reported. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.